Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support sent the customer mac controls in addition to the biorad (br) controls to run. Both controls were in range for all levels except level iii on br controls. The customer informed technical support that there were no issues with the analyzer. It was then suggested by technical support for the account to contact biorad to request a lot with more peer data for level iii control. The most probable cause of the reported event could not be determined.

Event description:
On (B)(6) 2017, a customer reported that they failed the (B)(6) institute survey with their a1a-360 analyzer. The customer reported that it failed with the control on the low end for level iii only. The failed survey testing could contribute to discrepant patient results. There was no indication of patient intervention or adverse health consequences due to the test along with delay in reporting.